Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The patient reported to philips that while using the dreamstation, experience dry mouth. The humidifier plate was hot, and the device was using water. The device was not returned. If additional information is received a follow up report will be submitted.